Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00997/-00998).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2014-00997 /-00998 /-07587 /-07588).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised due to patient allegations of pain, swelling, inflammation, dysfunction, bone/tissue damage, elevated metal ion levels, loss of range of motion, metallosis and lack of mobility. Legal document further alleges the presence of reactive and indurated effusion and synovitis that occurs with metal on metal debris during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right revision on (B)(6) 2012 due to loosening of acetabular cup. Revision operative report noted the presence of a reactive and indurated milky effusion, synovitis, and metal debris. The modular head, taper adapter and acetabular cup were removed and replaced. No revision of the left hip has been reported.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised due to patient allegations of pain, swelling, inflammation, dysfunction, bone/tissue damage, elevated metal ion levels, loss of range of motion, metallosis and lack of mobility. Legal document further alleges the presence of reactive and indurated effusion and synovitis that occurs with metal on metal debris during the revision surgery. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Primary op notes confirm that the patient underwent a press-fit right total hip arthroplasty and no complications were noted. Revision op notes confirm that the patient underwent a revision of the right hip acetabular component, synovectomy, right hip with evacuations of indurated synovitis and effusion, xenograft application, right hip, and layered closure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.